Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the pt indicated 'it has been broke' and the caller stated 'they want to go in' next week and 're-do it' in a surgical procedure. The caller then noted that the pt indicated that they could not 'get the externals to turn off or on'. The caller did not know when the issues started or if the issues are related. The caller stated that the ordering physician wanted to scan the lumbar. Agent advised that they should consider reaching the doctor directly for more information on what is occurring. Agent stressed that the externals must be functional and ins must be placed in MRI mode for lumbar scan. On 2024-jul-24, a hcp stated that the pt indicated that the 'wire' was disconnected from the device. The caller mentioned that the pt also did not bring their controller for the MRI today. Agent advised that if the lead is indeed disconnected from the ins and we would not advise that an MRI be done. They were redirected to hcp.